Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a device history record (DHR) review was conducted: part number: 498.120; lot number: 6339897; part manufacture date: 06/22/2010; manufacturing location: brandywine. Part expiration date: n/a; nonconformance noted: n/a; DHR record review: a review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the 3.5mm ti rods (80mm length) were processed through the normal manufacturing and inspection operations with no nonconformances noted. The product lot met all finishing, laser etch, packaging, and inspection criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Nonconformance - a rod length tolerance discrepancy between process sheet and product specification. Based on use-as-is disposition rationale that includes lot 6339897, this nc would not contribute to this complaint condition. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-codes: mni, mnh, nkg, nkb, kwq. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Libertas: it was reported on (B)(6) 2019, that ten (10) 3.5mm titanium rod broke during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This complaint involves ten (10) devices. This report is for one (1) 3.5mm ti rod 80mm. This report is 3 of 10 for (B)(4).